Manufacturer narrative:
Batch review performed on 13 july 2020. Lot 1811890: (B)(4) items manufactured and released on 06-may-2019. Expiration date: 21-apr-2024. No anomalies found related to the problem to date, 58 items of the same lot have been already sold without any other similar reported event. Clinical evaluation: bone fracture and consequent dislocation in an elderly rsa patient, few days after surgery. The operation involved glenoid reconstruction with humeral bone graft (bio-rsa), but the bone was reportedly too weak and never healed properly. This accident is not to be attributed to a faulty device.

Event description:
Revision surgery performed due to bone fracture at the level of the baseplate, posteriorly. It caused the shoulder luxation. The primary intervention was with b2 glenoid, bio rsa with angle correction, weak bone and various secondary diseases of the patient (B)(6).